Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator did not give the shock delivered message during a failed opcheck and the charge tone had a lag or was non-existent. There was no pt involvement.